Event description:
It was reported that the patient's controller was not holding a charge and blood glucose levels dropped down to around 40 mg/dl. Emergency services were called to the patient's home. The patient was diagnosed with low blood glucose levels and was treated with glucose given by the paramedics.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.